Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call they had issues with the insulin pump. They had received a battery out limit alarm. The insulin pump had a keypad anomaly. Customer stated that the insulin pump buttons were unresponsive. They were unable to clear the alarm. The customer¿s blood glucose was unknown at the time of incident. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer also reported damage to the insulin pump reservoir and battery compartment and unable to lock the reservoir into place. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.